Event description:
Major pump unit(s) involved: drive unit failure. Additional text: silastic separated from metal end and fluid drained out and umbilicus. Draining fluid. Specific component(s) involved: driveline malfunction. Additional text: see above. Other component: causative or contributing factor: patient error in system care. Other cause: intervention(s): other interventions, specify. Other intervention: CT scan. Implant device type: lvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: driveline malfunction